Event description:
The account alleges that there was a defect in the packaging seal resulting in incomplete sterilization of the contents. This was identified during an initial inspection of the received product. The device was not sent to a user facility.